Event description:
On (B)(4) 2013 the lay user/patient in USA contacted lifescan to report an unusual issue of the cable alleging "charging cord was chewed up, ac adapter still working." There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, and the cable is required to charge the meter, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.